Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump. Customer's sensor glucose reading was 60 mg/dl. Customer stated that the pump was alarming a low and the customer's blood glucose level was not low. Customer stated that the sensor was reading 68 mg/dl, but the blood glucose level was 82 mg/dl. Customer has spoken with a diabetes educator and her health care professional for a resolution. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.